Manufacturer narrative:
6935m62 lead implanted on (B)(6) 2021; ddmb1d4 ICD implanted on (B)(6) 2021.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r waves over-sensing on stored atrial tachycardia/atrial fibrillation episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.